Manufacturer narrative:
(B)(6). Conclusion: this MDR is being reported as serious injury due to the medical intervention during the surgical procedure. The device was not returned to lifecell for evaluation. The internal investigation into strattice lot sp200028 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no deviations or nonconformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the (B)(4) devices released to finished goods for lot sp200028, (B)(4) have been distributed. Based on our internal review with no remarkable findings. A relationship to the strattice device could not be determined. No further actions are required as a nonconformance could not be confirmed. As per the IFU, contraindications state that this surgical mesh is derived from a porcine source and should not be used in patients with known sensitivity to porcine material and that polysorbate 20 is a component of the aqueous phosphate buffered solution and therefore strattice surgical mesh should not be used in patients with a known sensitivity to this material.

Event description:
It was reported that strattice was implanted for a breast revision reconstruction on (B)(6) 2018 to lift the breast implant. During the surgery, the patient developed an allergic reaction in the skin when the strattice was implanted. The patient was treated with steroids and antihistamine without any results; therefore the strattice was removed and breast implant repositioned. The patient reported to have no allergies to porcine prior to surgery.

Manufacturer narrative:
Based on the updated information, the investigation conclusion remains unchanged. A relationship to the strattice device could not be determined. No further actions are required as a nonconformance could not be confirmed. As reported in the initial: ref telephone: (B)(6). Conclusion: this MDR is being reported as serious injury due to the medical intervention during the surgical procedure. The device was not returned to lifecell for evaluation. The internal investigation into strattice lot sp200028 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no deviations or nonconformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the 312 devices released to finished goods for lot sp200028, 263 have been distributed. Based on our internal review with no remarkable findings, a relationship to the strattice device could not be determined. No further actions are required as a nonconformance could not be confirmed. As per the IFU, contraindications state that this surgical mesh is derived from a porcine source and should not be used in patients with known sensitivity to porcine material and that polysorbate 20 is a component of the aqueous phosphate buffered solution and therefore strattice surgical mesh should not be used in patients with a known sensitivity to this material.

Event description:
This is a follow up #1 to report additional event details. The surgeon reported on 16/jan/2019 that the patient did not report any type of allergy, to any drug or medication. "Patient did not present hyperemia in the skin, on the region that strattice had been implanted." The event was solved, not immediately after the removal of strattice, but on the same day. As reported in the initial: it was reported that strattice was implanted for a breast revision reconstruction on (B)(6) 2018 to lift the breast implant. During the surgery, the patient developed an allergic reaction in the skin when the strattice was implanted. The patient was treated with steroids and antihistamine without any results; therefore the strattice was removed and breast implant repositioned. The patient reported to have no allergies to porcine prior to surgery.